Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion and was returned as part of the warranty program. Upon analysis in guidant's relability laboratory, the device displayed premature battery depletion.